Event description:
The customer reported that the central nurse's station (cns) was freezing intermittently. No consequence or impact on the patient.

Manufacturer narrative:
Details of complaint: on 4/10/2019 customer reported cns device had frozen two times in the past day. When device freezes, customer hard-rebooted the device. Customer had tried to clean dust from the device, but the issue persisted. Due to device being sunsetted, parts are currently not available for repairs. Device was not sent to nka for evaluation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: mu-971ra s/n was put into service on 5/6/2011. Service history shows no other notifications for this device. Cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). Due to maintenance history for device is not available, and due to device was not sent to nka for evaluation, it is not possible to determine the root cause of the intermittent freezing. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion. Due to maintenance history for device is not available, and due to device was not sent to nka for evaluation, it is not possible to determine the root cause of the intermittent freezing. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) ) was freezing intermittently. No consequence or impact on the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was freezing intermittently. No consequence or impact on the patient.